Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. The right ventricular (rv) lead was suspected to have delivered inappropriate therapy for ventricular tachycardia. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.